Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was 191 mg/dl. The customer stated that she is unable to install new sensor. The customer stated that the enlite serter doesn't fire. It was found out that the customer didn't examined the sensor after taking out of the packing to ensure the nothing out of place. The customer was advised to press and hold serter button while shaking to release needle hub assembly/sensor. The customer stated serter released the sensor. The customer was advised to discard the sensor and we will send courtesy replacement sensor.